Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the sheath was detached from the mesh when the physician was pulling the mesh leg through the sacrospinous ligament, outside the pt. The procedure was completed with another uphold vaginal support without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).